Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that he over bolused and his blood glucose went low. The customer stated that he treated off the sensor reading instead of his blood glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.